Event description:
Per the independent repair center, the customer alleged problem is leaks. The key failure is the rexroth valve end cap leaks. As stated on the repair statement additional malfunction on this device: power switch has no alarm.